Event description:
Reporter indicated that upon interrogation, the pt's device was found to be programmed to off (0ma normal mode output current). Magnet mode output current was still at the same setting that it had last been programmed to (1.75ma output current). The pt had experienced good seizure control with the vns therapy until recently. The pt was last seen by neurologist approx 3 months prior. The pt has not undergone an MRI recently nor has been near any strong electro magnetic fields. Neurologist reprogrammed normal mode output current to 0.25ma. Device diagnostic testing was within normal limits, indicating proper device function. Investigation to date has been unable to determine whether the device malfunctioned or whether user error during previous programming session caused the device to be set 0ma normal mode output current.